Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident, visual disturbances and weakness are listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure in the left internal carotid artery with one rx acculink stent. Approximately eight hours post procedure, the patient experienced double vision and right upper extremity weakness. Neurology was consulted and at that time the symptoms were beginning to resolve, but later developed a right side facial droop. Computed tomography did not reveal any acute changes, however, the patient was diagnosed with a left hemispheric cerebrovascular accident. Treatment included physical, occupational and speech therapy. The patient's condition continued, but was improved with residual diplopia. The patient was discharged to a rehabilitation facility on (B)(6) 2011 where further therapy was provided. On (B)(6) 2011, the patient was discharged home. There was no additional information provided.